Event description:
Healthcare professional reported one incident of a pt who experienced itching and headache while being treated on an exeltra plus 210 dialyzer. It was reported that the pt experienced itching about 15 minutes into treatment. The pt was administered benadryl 50 mg IV with some degree of relief. Then the pt experienced a headache 30 minutes into treatment and was administered tylenol (dose unknown). It was further reported that the pt had reported similar symptoms while being treated with the fresenius optuflux 200 dialyzer. Customer was unwilling to provide any additional incident details or pt specific information at this time.